Event description:
Alaris 8015 pumps have a default setting that prevents the pumps from alarming when a delay has been programmed. Had over 10 events where the infusion complete recall did not alarm, only showed on the screen. When clinical engineering investigated, it was found that a "delay" was entered. Per the pumps company, when a delay is entered, the pump removes the recall function as a default setting. This is the intended design of the manufacturer. We went into the library and changed this feature to allow for a recall even when a delay is set. We have not had any events following the pump update.